Event description:
Account states during an abg draw and setup of hi-flow by respiratory therapist, because pt sats dropped in the mid 70's. The nasal cannula was not as loud, all connections were secured. Airlife bubbler had malfunction - output approx 1 liters per minute when set at 6 liters per minute. Water was bubbling in the bubbler, connected to a christmas tree adapter, and spo2 increased to 6 liters per minute and then they were able to titrate to pts original setting after 10 minutes. Intervention required to return sats to normal.